Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had migrated. This was confirmed x-ray. Surgical intervention was undertaken and during the procedure it was discovered that the second lead was tangled with the first one and both were explanted and replaced.